Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one (B)(4) device was returned with no apparent damage, and with one sr75 cartridge no loaded on the device. The cartridge had the swing tab in the locked position, and the proximal 29 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that three staples were malformed when fired on the blue height selector position. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. No conclusion could be reach on what caused the condition of malformed staples. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, but not available: 1. Could you please clarify if the device staple? 2. If the device stapled, what was the shape of the staples (complete line, b-formation, irregular, legs straight)? 3. Were the cut line and staple lines equal? 4. Was the device fired across a staple line? 5. If the device cut and stapled, were there any staples missing from the staple line? 6. Could you please clarify if the reload begin to staple and cut, but then jammed?

Event description:
It was reported that during an unknown procedure, the firing could not be completed. There were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 10/07/2020. Additional information: product complaint device was received for additional engineering analysis to confirm if malformed staples were caused due to misalignment between the cartridge channel and the anvil channel. The device was visually inspected, and no apparent damage was noted. The device was analyzed and misalignment between the cartridge channel and the anvil channel was observed when the device was closed. This condition has the potential to produce malformed staples.